Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance was 1250 ohms at implant and one week later was 494 ohms bipolar and 540 ohms unipolar. It was also noted there was a little noise seen. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.